Manufacturer narrative:
Date sent to the FDA: 9/11/2020.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient had removal surgery on (B)(6) 2009 and mesh was implanted. It was reported that the patient experienced severe pain, nausea, diarrhea, chills, inflammation, loss of appetite and extreme weight loss. No additional information is provided.

Manufacturer narrative:
Date sent to FDA: (B)(4) 2018 additional information: in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.